Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The customer reported a ventilator that failed a pressure relief valve test. This event did not occur during clinical use. There was no report of harm associated with this event.

Manufacturer narrative:
G4: 06may2020. B4: 22sep2020. The manufacturer's field service engineer could not reproduce the reported problem. The manufacturer's field service engineer performed an extended self-test twice, and the ventilator passed both tests. All laboratory tests were then performed, and the ventilator was found to be within specifications. The device was then returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.